Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was pregnant and the blood glucose (bg) level was 250 mg/dl. A bolus and a correction bolus were delivered and the bg level remained in the mid 200s mg/dl. The customer reported that the healthcare provider thought the pump needed to be replaced. A pump system check was performed and no device issues were identified; insulin was observed exiting the tubing with no alarms sounding. Tandem customer technical support (cts) recommended the customer to consult with a healthcare provider to discuss other possible factors that may be impacting the bg level.